Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, when the vascular load was used to close off right lobe, the device did not close the surgical site properly. There was no patient injury.